Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was at the ER (emergency room) with symptoms of severe spastic cramping and some kind of mental status changes which had occurred that day. The patient was given benzodiazepine and the hcp wanted the pump checked because they believed the pump may be malfunctioning. On 22-feb-2017 additional information was received from the patient¿s pump managing physician and it was reported that the suspected malfunction originated in the ER not with them. Their interrogation revealed only expected events related to refills.